Manufacturer narrative:
Results: three samples were returned for evaluation. A visual inspection showed that two samples were unused in sealed blister packs and one sample was used without a blister pack. All three samples were tested for shield removal force. The unused samples tested at 0.85 lbs and 0.5 lbs and the used sample tested at 0.15 lbs. (Specification is 0.5-4.5 lbs). A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6197436. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. The returned samples have been forwarded to the manufacturing site in (B)(4) for further evaluation. Conclusion: an absolute root cause for this incident cannot be determined as the evaluation is still in progress. A supplemental MDR will be submitted upon completion of the secondary investigation by the manufacturing site in (B)(4). Remedial action required: capas (B)(4) have been opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016. (B)(4).

Event description:
It was reported that the safety shield of a 23 g x 1 in. Bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle fell off and a nurse suffered a needle stick injury. The incident occurred before patient use and there was no report of medical interventions.

Manufacturer narrative:
Results: a secondary evaluation by the manufacturing site in (B)(4) was conducted on the three returned samples. A visual inspection revealed no defects with the samples. Needle shield removal force was tested and all samples met specification. As previously reported, there were no abnormalities discovered in a review of the device history record or manufacturing process. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.